Event description:
It was reported that the hcp had difficulty filling or aspirating the reservoir a few weeks after the device implanted. Upon aspirating the pump, the hcp noticed the fluid was serous in color and consistency. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).